Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of cartilage & joint preservation, titled ¿functional outcomes and survivorship of distal femoral osteotomy with cartilage restoration of the knee ". The study reviewed seventeen (17) patients who underwent opening wedge femoral osteotomy, using stainless-steel plate (femoral opening wedge osteotomy plate, arthrex, naples, fl) along with 6.5 mm cancellous screws distally and 4.5 mm cortical screws proximally, to address valgus deformity and focal chondral defects/distal femoral osteotomy and oca. During the two to fourteen (2-14) year follow-up period, five (5) patients experienced pain at dfo site requiring implant removal. Source: haunschild ed, gilat r, aghogho e, et al. Functional outcomes and survivorship of distal femoral osteotomy with cartilage restoration of the knee. Journal of cartilage & joint preservation. 2021;1(1)doi:10.1016/j.jcjp.2021.100004.